Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that the two spyscope ds ii devices were used with a spy controller during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure in biliary for the treatment of biliary stones on (B)(6) 2024. The first spyscope was inserted into the controller during preparation for the procedure. The initialization screen appeared and there was no visualization. The physician then switched to a second spyscope to begin the procedure. The scope was inserted with some difficulty into the bile duct. The physician started using the electrohydraulic lithotripsy probe through the spyscope to treat the biliary stones. After a few minutes, the image was lost and could not be regained. The procedure was not able to be completed due to this event and will be rescheduled for a later date. There were no patient complications reported as a result of this event.